Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and recurrent infections at the abutment site. The implanted device remains.